Event description:
A patient on peritoneal dialysis (pd) therapy reported being hospitalized with an infection in his stomach due to pd treatment on (B)(6) 2023. The patient stated having had the pd catheter (not a fresenius product) removed and was on temporary hemodialysis. There were no reported allegations that the infection was related to any performance issues with fresenius products. In additional follow-up, the patient¿s pd nurse confirmed that the patient was hospitalized (exact dates not provided) for peritonitis. While hospitalized, the patient had a pd culture obtained but the nurse did not have the results available. The nurse confirmed that the patient had the pd catheter (not a fresenius product) removed and was transitioned to hemodialysis for renal replacement needs. The nurse indicated the patient remained hospitalized at the time follow-up was performed. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the peritonitis event. It was stated that the peritonitis was likely due to a breach in aseptic technique.